Event description:
It was reported that the patient presented for a device exchange procedure. During the procedure, it was noted that the small plastic tube was found to be on the sterile sheet after completing the device exchange procedure. The pacemaker was eventually explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of contamination of the device ingredient or reagent was not confirmed. The device was received with normal output and normal telemetry communication. A visual examination was performed and it found no contamination or anomalies. Electrical and mechanical tests were performed and they indicated normal device functionality. A longevity assessment found the device was operating above elective-replacement voltage (eri) which is consistent with normal projected longevity.